Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited an open circuit impedance measurement and elevated pacing thresholds during the implant procedure. The physician elected to explant and replace this lead with a similar model lead. No additional complications were reported. To date, there have been no reported patient symptoms associated with this clinical observation.